Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 2 was deployed. Hemostasis was achieved at five minutes. Post deployment the chart noted that the groin site was soft, mildy echymotic, and no bleeding. The pt denied any discomfort at the site and hemodynamics were stable. The pt was discharged from the hosp 2 days later without any change in the groin status. The pt presented at the physician's office in 3/2002 complaining of pain in the right groin with fever and chills. The pt was readmitted to the hosp with bloody drainage from the right groin. An ultrasound noted a hematoma at the site. An incision and drainage was performed. Cultures at that time were positive for e.coli. A pseudoaneurysm was diagnosed 3 days later and the pt's physical status declined from that point. The pt became septic and was admitted to the intensive care unit and later expired. Blood cultures were positive for methycillin resistant staph aureus and lab cultures taken in 3/2002 noted kliebsiella pneumonia and proteas miribillis, and positive monoclonal grammopathy in serum and urine. The pt had recently undergone chemotherapy for leukemia and had a bone marrow exam in 2/2002, less than two weeks prior to the cardiac catheterization procedure.